Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter name and address: (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be normally detached from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: (initial reporter phone): (B)(6) (initial reporter address 1): (B)(6) block e1: this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a15 captures the reportable event of clip was unable to release from the catheter. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: block e1 (initial reporter facility name), h10 (additional MFR narrative)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be normally detached from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: (initial reporter phone): (B)(6). (Initial reporter address 1): (B)(6). Block e1: this event was reported by the distributor. The physician is: (B)(6) dr. Phone: (B)(6). Pla (B)(6) hospital. (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noticed that the handle was not returned. There was evidence that the catheter was cut at the mid-section in order to separate the device from the catheter. This condition is not considered as an issue of the device, as it is stated in the instructions for use (dfu)/product label that the delivery system can be cut at the handle to separate the device from the catheter. Microscope examination was performed, and it was observed that the clip capsule was opened, this time had a soft deployment and was deformed at the bottom section. There was no evidence that the activations had been performed. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A further dimensional analysis was performed between the hooks of the bushing, and both sides a and b were found to be out of specification, indicating the device experienced a deployment failure. Additionally, the bushing tabs were measured and each sides were asymmetrical. No other issues with the device were noted. The reported event clip unable to release from the catheter was not confirmed. However, based on the evidence of bushing hooks out of specification-related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be normally detached from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.